Event description:
The tech alleged that the ground resistance reading was open. No injury reported.

Manufacturer narrative:
The tech examined the power cord and found no visible damage. The tech replaced the power cord to resolve the issue.